Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 and the root cause was determined to be use error, due to an open clamp. The labeling instructs the customer to ensure clamps on unused lines are closed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during dwell 3 of 5 on the home choice (hc). The technical service representative (tsr) explained the alarm. The home patient (hp) had an unused line open. The hp cycled the power to the se 2367 and the tsr assisted to retrieve the cassette. The tsr advised to let the registered nurse (rn) know about the alarm. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.